Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker battery gauge was at beginning of life (bol) but remaining longevity was 1.5 years. The field representative stated that everything was normal except the battery status. Boston scientific technical services (ts) discussed the event. Additional information received indicated that the patient had a follow-up check and the issue was no longer present. The battery gauge was now 0.5 years and magnet rate was 90 and was appropriate. As of this time, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This supplemental report is being filed as the device was explanted. Boston scientific received information that this pacemaker battery gauge was at beginning of life (bol) but remaining longevity was 1.5 years. The field representative stated that everything was normal except the battery status. Boston scientific technical services (ts) discussed the event. Additional information received indicated that the patient had a follow-up check and the issue was no longer present. The battery gauge was now 0.5 years and magnet rate was 90 and was appropriate. As of this time, the device remains in service. No adverse patient effects reported.